Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device had a critical failure / solid red cross with period audio chirp. Patient involvement is unknown.